Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of pump activation issues. The observed anomaly was determined the most probable cause of the reported events. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had leaks in the cylinder body and in the distal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Cylinder 1 was not pressure test due to that leak was identified. Cylinder 2 passed leak and pressure tests performed. The ams700 ipp flat reservoir was visually inspected, leak tested and examined using a microscope. Product analysis was unable to identify device malfunction with the returned reservoir. The ams 700 ms (momentary squeeze) pump was visually inspected, microscopically examined, leak and functionally tested. No visual defect was noted; however, the pump failed the activation and valve deactivation tests. Product analysis concluded these activation issues could affect the functionality of the device as the reported inflation and mechanical issues. Product analysis confirmed the reported event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device since implant. In a clinical evaluation, troubleshooting actions were performed, but the issues persisted. A surgical procedure was carried out, it was noted that the device did not pump up completely; the entire ipp was removed and replaced. No additional patient complications were reported.

Event description:
It was reported that, at implant, the physician had trouble inflating this inflatable penile prosthesis (ipp). Approximately three weeks post-implant, during a follow-up appointment, the device appeared to be operating as intended. The patient presented two days later due to difficulty cycling the device, pump stiffness, partial device rigidity, and discomfort. During the appointment, the physician initially encountered difficulty cycling the device but troubleshooting resolved the issue. A surgical procedure was carried out, during which it was noted that the device did not pump up completely. The entire ipp was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders were visually and microscopically inspected. One of the cylinders had sharp instrument damage consistent with explant and a resultant fluid leak. Therefore, it was not pressure tested. The other cylinder passed all tests performed. The ms (momentary squeeze) pump was visually and microscopically examined, and functionally tested. The pump did not pass the activation and valve deactivation tests. Product analysis confirmed the reported allegations, as the observed anomalies are likely to have affected the functionality of the device.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced mechanical issues with the device since implant. In a clinical evaluation, troubleshooting actions were performed, but the issues persisted. A surgical procedure was carried out, it was noted that the device did not pump up completely; the entire ipp was removed and replaced. No patient complications were reported.